Manufacturer narrative:
The impella is not available to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary/subclavian surgical arterial access in a 62-year-old male for acute myocardial infarction complicated by cardiogenic shock. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage d shock. On day 12 of support, the patient experienced a hemorrhagic stroke and had recently returned from the operating room. At the time of assessment, purge flow was reported at 3.3 ml/hr with purge pressures in the 800 mmhg range while utilizing a purge solution of dextrose 5% in water with 25 meq sodium bicarbonate. No procedural or surgical intervention was reported for management of the hemorrhagic stroke. Approximately five days after the reported event, the patient remained supported and ultimately survived to explant.